Event description:
Additional information received reported that when the patient was previously in the hospital (as previously reported), in addition to the patient becoming extremely tight; she could not move. The patient¿s hcp reportedly told her the pump was not working, and he wanted to figure out what was wrong. Then the patient became floppy the night before the surgery to replace the pump, and the hcp stated that because she was "floppy," the pump was working. This was reportedly considered an overdose by the hcp. No diagnostics were done (no MRI, no x-ray); therefore, the hcp decided to cancel the surgery, and the patient was sent home. The patient was then doing better, and walking with one crutch instead of two (this was an improvement for the patient). For one year, the patient was on 317 mcg/day, but after the overdose event they brought her down to 200 mcg/day. Additionally, in (B)(6) 2015 the patient gradually got tight. In (B)(6) 2015, the patient was stung with a bee, and she got a little more tight. The patient was ¿getting tight anyways." The pump was adjusted multiple times (up and down) and then she was up to 260 mcg/day. The patient was reportedly told that the catheter diagnostics were not going to tell them anything, and that no diagnostics would be performed. The patient had an appointment the following day for the dose to be increased. The reporter stated that ¿therapy is inconsistent and he doesn't have the expertise to manage it.¿ it was again noted that in december the patient was floppy at 280 mcg/day, and at the time of the report, she was tight at 260 mcg/day. The pump system was being used to infuse baclofen (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having issues with the pump and the patient¿s mother wanted to talk to someone who could give her advice regarding what was causing the medical problems the patient was having. The reporter stated the issue began (B)(6) 2014 and came on suddenly. The patient couldn¿t walk and was very rigid ¿as if she was low on medicine.¿ the reporter stated that the patient had a uti (urinary tract infection) so she took the medication for that for 5 days but the symptoms were still there. The patient was rigid, sweating, itchy all over, and irritable. The reporter stated the patient was last filled (B)(6) 2014 and the alarm date was set for (B)(6) 2015 (she thought). The reporter noted the patient had never gone this long before refill. The implant hcp reportedly stated ¿well maybe there was something wrong with the tubing.¿ the implant hcp instructed the patient to have the pump refilled so when the checked the tubing they would know it was full. The pump was reportedly filled ¿on a tuesday¿ and by that wednesday night the patient was in the emergency room stating she ¿felt like someone was pushing on her chest and she couldn¿t walk.¿ the reported that the patient was floppy and couldn¿t stand. The same thing reportedly happened again the following day (thursday). Per the reporter, on the way to the hospital the patient was throwing up and ¿saw the christmas lights in the middle of the road and still couldn¿t walk.¿ the reporter stated that the hcp said they couldn¿t check the pump ¿until monday¿ so they ¿had to just wait at the hospital all weekend.¿ the patient had been given her baclofen by mouth but was still floppy and couldn¿t stand. The patient was jerking and shaking throughout all of this (spasms). The hcp reportedly stated he didn¿t want to do any surgery until they knew the dosage that the patient has been getting. The reporter stated that the reason they didn¿t do imaging testing was because the manufacturer¿s representative was in the office and ¿asked if it was possible that the reason the patient was rigid was due to the uti.¿ no outcome was reported for this event. Follow up was being conducted to obtain this information.